Event description:
On (B)(6) 2013, the reporter contacted animas to report that on an unspecified date the patient had obtained the blood glucose level of 533 mg/dl. The patient did not report experiencing any symptoms of high or low blood glucose levels. On (B)(6) 2013 during an hcp office visit, it was discovered the pump¿s date/time setting was incorrect. The patient noted that she had intermittently had to reset the pump date/time setting after some battery replacements. The owner¿s booklet instructs the user to be prepared to give him or herself an injection of insulin if delivery is interrupted for any reason, and to verify the date and time are correct after a battery replacement. The patient¿s technique was incorrect by not verifying the pump date/time were correct after replacing the battery. However, as the patient experienced blood glucose levels suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2014 with the following findings:evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.